Event description:
Boston scientific model 0125, distal terminal pin separated from proximal ring in pacemaker pocket during replacement of pacer-cardioverter-defibrillator at end of service. Required placement of new rate sensing electrode. Old electrode capped and left in situ.